Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the protective sheath and the mandrel of the vision stent delivery system (sds) were removed at the same time. Then in an attempt to mount it properly on the balloon, it was found there was some gap between the stent and the balloon. The ID of the dislodged stent was larger than the od of the balloon, so the sds was not used for the procedure. No adverse patient effects were caused. No substantial force was applied when removing the sheath and the mandrel. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis of the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the guide wire lumen and inflation lumen. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer members 13.5 on cm distal to the guide wire exit notch. There was no other damage noted to the sds. There was no damage or kinks noted to the soft tip. The protective sheath was returned. The tip seal length met manufacturing criteria. A laser micrometer was used to measure the outer diameters of the stent implant. The proximal and middle measurements were oversized. The distal measurements met manufacturing criteria. The inner diameter of the flared end of the protective sheath was measured with pin gauges. The inner diameter met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned vision stent delivery system (sds). It was reported that it was noticed that the stent implant had dislodged after removing the protective sheath and the mandrel. Additional information provided noted that no substantial force was applied when removing the sheath. Analysis of the sds confirmed the stent was dislodged from the balloon and returned undamaged. Although the balloon was still tightly folded, the presence of contrast in the inflation lumen suggests that the device had been prepared for use. Then at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent implant. This would cause the stent to become loose, causing the stent outer diameters to be out of specification and facilitating stent dislodgement during removal of the protective sheath. Because stent outer diameter is verified 100% at the time of manufacturer and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacturer. The inner diameter of the flared end of the protective sheath met specification. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. A conclusive root cause for the stent dislodgement cannot be determined; however, there is no indication of a manufacturing quality issue. In addition, a kink in the distal shaft was noted, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or have contributed to the reported stent dislodgement. A review of the finished device lhr did not reveal any non-conformities. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.